Event description:
During index procedure the patient had three endeavor sprint rapid exchange (rx) drug-eluting stents implanted to the proximal rca and one endeavor sprint rx drug-eluting stent implanted to the circumflex artery av groove continuation segment. Approximately three weeks post index procedure during a cholecystectomy procedure the patient suffered a ventricular fibrillation and died. The investigator indicated that the reported event was unrelated to the study device. (Ref MFR # 9612164-2011-01428, 9612164-2011-01429 and 9612164-2011-01430)

Manufacturer narrative:
Evaluation results: inherent risk of procedure (death).